Manufacturer narrative:
Additional information was received on february 10, 2020. The event date was clarified to be (B)(6) 2020. The contralateral prosthesis was noted to have device extrusion with rupture and cutaneous contour deformity. See 1645337-2021-02345 for contralateral prosthesis report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 15, 2020 mentor became aware that it erroneously submitted the wrong value in e2 with the initial report submitted on june 12, 2020. The correct value has been populated in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 425cc mentor memorygel breast implant experienced right sided pain post procedure. It was stated that it felt like there was a foreign body in the implant, it was sore and uncomfortable, and felt like it wanted to come out. There were no noted visible issues with the implant appearance. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.